Event description:
A customer reported that the charging port cover of their pump was missing, which led to dirt and grime accumulation in the port. As a result, the pump sometimes faced difficulties in charging, requiring adjustments like unplugging and replugging to initiate the charging process. There was no adverse impact to the customer's blood glucose level. The customer, who was in the process of renewal and whose pump was out of warranty, declined any follow-up from customer technical support, and further information about the outcome was not obtained.